Event description:
The ge oec 9600 fluoroscopy system displayed over heat messages. System heat sensing is not functioning correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective temperature sensor that was replaced and repaired for proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.